Event description:
Upon placing a boston scientific right ureteral stent system, one of the loops broke. Provider was able to snare the broken loop. Imaging was reviewed indicating that the ureteral stent was functioning appropriately at the end of the case.